Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer overfilled the cartridge. There was no reported impact to the customer¿s blood glucose level. Customer continued to use the current cartridge.